Manufacturer narrative:
A ge field engineer (fe) evaluated the system following the event and found the system to be operating within specification. Section a: several attempts to obtain patient information were unsuccessful.

Event description:
It was reported that a patient sustained a first-degree burn on her right elbow and a second-degree burn on her left elbow after an mr scan. The patient was not properly padded to prevent bore contact.